Manufacturer narrative:
Patient info requested however no information was received by the customer. The customer¿s report that the male luer tip broke off and was stuck inside the bonded luer cap was confirmed. Visual inspection of the set noted that a male luer tip was broken off into the female port of the non-bd extension set. Examination under magnification noted stress marks at the break site of the male luer tip. No tool marks were noted. An attempt to remove the male luer tip from the non-bd extension set was not successful. The root cause of the break is due to excessive force as indicated by the visible stress marks observed on the broken male luer.

Event description:
The customer reported that while the nurse was removing the blood tubing set at completion of a blood transfusion in the outpatient infusion center, the male luer tip was broken off into the female port of the needless luer of a non-bd extension tubing. The patient experienced slight blood loss, however, there was no patient harm.

Event description:
The customer reported that while the nurse was removing the blood tubing set at completion of the blood transfusion on a patient in the outpatient infusion center, the male luer tip broke off and was stuck inside the bonded luer cap. The patient experienced slight blood loss, however, there was no patient harm.

Manufacturer narrative:
Additional information provided. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Adult with normal weight and bmi.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that while the nurse was removing the blood tubing set at completion of the blood transfusion the male luer tip broke off and was stuck inside the bonded luer cap. There was no patient harm.